Event description:
It was reported that bd alaris smartsite pump infusion set was difficult to disconnect the following information was received by the initial reporter with the following verbatim. It was reported by customer that the other infusion tubing for med administration cracking (the center piece that pushes into a luer lock connection not the spin collar) and getting stuck in the max zero connector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25045427 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 16apr2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.